Event description:
Info received indicates the right siderail end tub is broken, preventing the siderail from latching.

Manufacturer narrative:
The technician replaced the siderail end tube to repair the stretcher.